Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a healthcare professional in china that before the arthroscopic cleaning of the left knee for anterior cruciate ligament reconstruction with lateral meniscus suture and prp implantation, 1.5 intravenous drops of cefuroxime sodium were given. According to the report, there was not much bleeding during the operation, and no blood transfusion was performed. It was reported that the intraoperative infusion was 1000m1. It was reported that after the operation, the patient returned to the ward safely, and cefuroxime sodium was given a sense of prevention and continued to be used until the first day after the operation. It was reported that the dressing was changed 3 days after the operation, and no abnormality was found in the wound. It was reported that the patient was arranged to be discharged. It was reported that after two weeks of discharge, the local hospital changed the dressing and removed the stitches. It was reported that the wound had secretions, without redness or swelling, and the dressing was changed. It was reported that the wound on the left tibial tubercle did not heal, with yellow secretions. It was reported that after 68 days of surgery, the patient was hospitalized again for debridement treatment, and was discharged after improvement. The status of the patient was unknown. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number (8l75636), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.